Manufacturer narrative:
Evaluation summary: the device returned with the balloon deflated and with blood residue visible in the inflation lumen. Upon pressurisation of the device, a leak was observed on the balloon. Upon visual inspection of the balloon material a short radial tear was observed proximal to the distal marker on the balloon working length, the tear was also seen to be jagged and uneven. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter to treat restenosis inside the stent graft that was implanted in the past. The vessel was mildly tortuous, the area was 3.0x20mm in size with 90% stenosis in the mid-proximal of the lad artery. There was no damage noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected and prepped with no issues. The lesion was not pre-dilated. No abnormalities reported in relation to anatomy. The device passed through a previously deployed stent. No resistance was encountered when advancing the device. Excessive force was not used during delivery. The balloon ruptured at 8 atm on the initial inflation. The physician thought that pressure suddenly dropped, and guessed at first that the inflation device was broken. No patient injury.